Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12, which had not been reset in the last 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to contact support again if any issues reappeared.